Manufacturer narrative:
An event regarding fracture of the triathlon patella was reported. Fracture of the patella could not be confirmed however an even of loosening was confirmed. Method & results: device evaluation and results: the reported device was not returned. Medical records received and evaluation: a review of the follow up notes confirms the reported loosening. The provided information was reviewed by a consulting clinician, deeming the primary harm is the failure of fixation of the patella component. Further documentation such as operative reports and x-rays would be required to provide evidence of causation for this instability. Device history review: the reported device was manufactured and accepted into final stock with no discrepancies. Complaint history review: there have been no other events for the reported lot ID. Conclusions: the event was confirmed. However a root cause was not determined. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices or additional information become available, this investigation will be reopened.

Event description:
Surgeon revised patient with mid range instability and sheered off patella. Left knee.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Surgeon revised patient with mid range instability and sheered off patella. Left knee.